Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch was not working. According to additional information collected the planned treatment/non-emergency treatment was completed by using the wired foot switch without delay. Philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch has no connection. To resolve the issue, the fse reseated and check all internal connections, wires and checked the software and firmware of footswitch and base unit. Fse reassembled and performed wifi reconnection. After troubleshooting, the device was returned to work as intended. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not working. The issue was found during clinical use. No harm has been reported to philips.